Event description:
On 3/3/1999, the MFR received a medwatch report from the food and drug administration that states the following: the pt was brought to the or for removal of old proximal device, right chest. This device was previously irrigated and the distal part broke off and went to the pt's heart. She had to have that removed on 1/22/1999. Original device was inserted in 12/1997. The reporter requested anonymity; therefore, the MFR is unable to obtain any additional info (i.e. Catalog/lot number of the device in question etc.) Regarding this event and/or return of the device to the MFR for analysis. No further details were provided.